Manufacturer narrative:
Suspect product discarded.

Event description:
On (B)(6) 2022, a patient (pt) in japan called to report pain and irritation in the right eye (od) while wearing the 1-day acuvue® trueye® brand contact lens (cl). On removal of the od suspect cl, blurry vision, tearing and pain persisted. The pt is currently wearing another od cl with continued symptoms. The pt was advised to remove the suspect od cl and seek medical attention if the symptoms continued. The pt advised there is no time at the moment. No additional information was provided. On (B)(6) 2022, the pt provided additional details. On (B)(6) 2022, the pt inserted a cl in the od in the morning and experienced pain and irritation. The pt removed the suspect od cl, put it back in the package solution and experienced pain in the od again when reinserting the same cl. After removing the od suspect cl, the pt experienced blurry vision and tearing. The pt inserted a new cl but continued to feel ¿pain behind the od.¿ the pt presented to an eye clinic and was diagnosed with ¿whole of epithelium od peeled off and lost.¿ the eye care professional (ecp) recommended the pt to sleep with the cl ¿so not to peel off corneal epithelium again¿ and apply eye drops over cl. The pt was prescribed an unknown pain relief drop and an additional unknown eye drop od. The pt has a return appointment to the ecp on (B)(6) 2022. On (B)(6) 2022, additional information was received from the pt. On (B)(6) 2022, the pt was advised that the od corneal epithelium has already regenerated. The pt currently has no od pain and has returned to cls wear. The pt plans to return to the ecp on (B)(6) 2022. On (B)(6) 2022, the pt provided additional information. On (B)(6) 2022, the pt returned for an ecp visit and advised that the od corneal epithelium as regenerated, but od minor staining is persisting. The pt was advised the staining ¿resolves when the pt finishes the drops that were prescribed¿ initially. The pt was given no instructions to discontinue cl wear. The pt currently wears cls without issue and reports the va is back to normal. No medication was prescribed. On (B)(6) 2022, the treating ecp provided additional information. On (B)(6) 2022, the eye condition was ¿close to recovery.¿ the ecp reported that the ¿persisting several minor staining will disappear soon¿ and instructed the pt to continue the previously prescribed eye drops. The pt was prescribed cravit ophthalmic solution 0.5% for prophylaxis against bacteria. The pt was allowed to return to cl wear. No va examination. The pt was advised to return to the ecp if needed. On (B)(6) 2022, the pt¿s medical documents were received from treating ecp. On (B)(6) 2022, the pt presented to the clinic with complaints of od pain. Diagnosis: corneal epithelium disorder od; infectiveness: none; culture not conducted. Focal site: whole of the od cornea findings: cornea epithelium od was completely lost; hyperemia od; va affect: none treatment: cravit ophthalmic solution 0.5% qid; flumetholon ophthalmic suspension 0.1% qid instruction to discontinue cl wear: instructed; instruction to return to the clinic: instructed. On (B)(6) 2022, follow-up (fu) visit outcome: recovering. Findings: mostly recovering; slight staining in pupillary zone is persisting; va: not measured. Treatment: continuing use of the previous medication. The ecp instructed the pt to wear cl even in sleeping hours for treatment purpose. The pt was instructed to return to the clinic in a week. On (B)(6) 2022 fu visit. Outcome: recovering. Findings: staining in pupillary zone resolved. Only punctuate keratitis was noted; va: not measured; treatment: continuing same eye drop treatment. Cl wear during sleep is no longer necessary. Punctate keratitis is considered to be resolved. No instruction to return to the clinic for follow-up. No additional medical information has been received. A lot history review was performed and revealed the following: the batch records did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot number 5860280103 was produced under normal conditions. The od suspect cls were discarded. No additional evaluation can be conducted. If any further relevant information is received, a supplemental report will be filed.